Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mom reported via phone call that her son was having some problems with insulin pump. The customer reported that the piston was getting stuck and the insulin pump was not fully rewind. It was reported that the customer was trying to bolus but the insulin pump would give the bolus amount and was hestitating during the process. It was reported that the customer placed the reservoir but the insulin pump did not make any noises and there were no alarms. It was reported that the customer had high blood glucose levels of 21 mmol/l and the current blood glucose level was 8.7 mmol/l. The customer was advised to replace out the insulin pump due to not passing the functional testing. It was reported that the drive support cap was recessed. The insulin pump is expected to return for analysis.